Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior intra-aortic balloon (iab) therapy, the fill port on the cs300 intra-aortic balloon pump (iabp) was broken off by the one of the members of the medical staff. The iabp was unable to supply therapy and the staff switched to a second pump. It was later reported that the patient had expired.